Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the device had circumferential abrasions. Upon functional testing, it was noted that there was interference with the drill bit when using an ar-8717g-02. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 09/24/2022, it was reported by a arthrex employee via sems that an ar-8717g-02 dynanite staple drill guide and ar-8717d-02-ru dynanite staple are stuck. This was discovered during an unspecified procedure. The case was completed by using a new ar-8717g-02 and ar-8717d-02-ru with no patient harm.